Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl. Customer's other blood glucose value was 57 mg/dl 300 mg/dl, 167 mg/dl and 95 mg/dl. The customer was treated by juice. Troubleshooting was done for low blood glucose. The insulin pump will not be returned for analysis.